Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracked display, numbers hard to read. The customer was advised that we are sending replacement.